Event description:
It was reported that this device exhibited loss of capture (loc) pre and post non-sustained ventricular tachycardia (nsvt). Technical services (ts) reviewed the electrocardiogram provided and cannot determine capture. Technical services (ts) reviewed presenting electrocardiogram and confirmed capture but cannot determine if its right ventricular (rv), left ventricular (lv) or bi-ventricular no adverse patient effects were reported. The device remains implanted and in service.